Event description:
The distributor reported that a customer was using the bed in their home. The customer had their daughter in the bed and the window zipper was closed. When the customer went back into their daughter's room, she was moving around and her hand went through the zipper where it didn't catch. It had zipped closed but in one spot didn't catch and then they rezipped it again. The customer called the technician from the distributor to inspect the bed, who noticed the zipper pull body was opened. The technician took pliers and squeezed it shut. The customer does not intend to return the canopy. There was no incident or injury to the daughter.

Manufacturer narrative:
The technician for the distributor repaired the damages on the product without returning it to posey for inspection. The customer does not want to return their customer owned product. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedwide until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).